Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.